Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The biomedical engineer reportedly was able to reproduce the faulty following the incident. A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. However, dried fluid was identified on the motor control and motor end stage boards. Both boards were replaced to resolve the malfunction and subsequent functional verification testing was completed without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message and stopped pumping during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). Both boards of the s5 mast roller pump that were replaced were returned to livanova (B)(4) for further investigation. During visual inspection, the reported issue was confirmed. Corrective actions are in progress for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.